Manufacturer narrative:
The returned oatheter was evaluated visually and functionally where possible. Rupture location is 26.5 cm from tip with the expanded "balloon like" section commonly associated with rupture during injection of contrast, although this can also occur when embolic agents are injected rapidly. Unable to determine if the rupture ocurred during injection of contrast or during injection of histoacryl. The appearance of the catheter is consistent with a rupture caused by catheter over-pressurization. Device rupture occurs when the catheter is over-pressurized due to rapid injection of contrast or embolic agent, or due to a kink in the distal section during rapid injection of contrast for super-selective angiography. The IFU includes warnings/inforamtion regarding catheter over-pressurization. A warning in the IFU states; "infusion pressure with this device should not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catheter rupture, possibly resulting in patient injury and also provides a warning that the catheter integrity should be verified angiographically by confirming that contrast exits oly at the catheter tip.

Event description:
Doctor found some leakage of histoacryl through the distal portion 1/3 of the catheter. Histoacryl went out in email amount in carotid with no harm on patient no patient injury reported.